Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer¿s blood glucose was 100-180 mg/dl. The customer changed the cartridge and was able to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.